Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: capsular contracture baker grade unknown. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female who underwent primary breast augmentation surgery with a 275cc mentor memorygel breast implant experienced right sided capsular contracture baker unknown post procedure. As a result, patient underwent bilateral removal and replacement with two 300cc mentor memorygel breast implants on (B)(6) 2020.

Manufacturer narrative:
On (B)(6) 2021, mentor became aware that patient experienced capsular contracture baker grade IV reason for device explant and/or reoperation: capsular contracture baker grade IV a manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).